Manufacturer narrative:
As reported, the 3dmax mesh device is being returned for evaluation. Based on the information available, no conclusion can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the device evaluation. As reported, the 3dmax mesh large tore during placement through a 10mm trocar. A second 3dmax mesh of the same lot number was used, which also tore. The subject device was returned for evaluation. Visual evaluation of the sample finds that the mesh is creased from handling and attempted deployment down the trocar, with multiple tears in the edge seal. A larger tear starting at the edge seal, going into the mesh fibers at the medial marker arrow was noted. Per the IFU, the recommenced trocar size for surgery with the large 3dmax mesh is 11mm. Based on the investigation and sample evaluation performed, the most likely root cause was determined that the tear inadvertently occurred during user/device interface while handling the mesh with graspers and inserting through the trocar. Regarding the deployment of the 3dmax, the instructions-for-use states, "it is recommended to use a 10mm internal diameter trocar to introduce a medium bard 3dmax mesh, and an 11mm internal diameter trocar to introduce a large bard 3dmax mesh. Use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force. If mesh will not easily deploy down the trocar, remove trocar and insert mesh through incision. Reinsert trocar." This MDR represents the bard/davol 3dmax (device #2). An additional MDR was submitted to represent the bard/davol 3dmax (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, on (B)(6)2020, during placement of a 3dmax large mesh in a laparoscopic repair procedure using a 10 mm trocar, the mesh tore. A second 3dmax mesh of the same lot number was used, which also tore. Another 3dmax mesh of a different lot number was used to complete the procedure. The surgeon is an experienced user of the device.

Manufacturer narrative:
As reported, the 3dmax mesh device is being returned for evaluation. Based on the information available, no conclusion can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding the deployment of the 3dmax, the instructions-for-use states, "it is recommended to use a 10mm internal diameter trocar to introduce a medium bard 3dmax mesh, and an 11mm internal diameter trocar to introduce a large bard 3dmax mesh. Use an appropriate sized trocar to allow mesh to slide down the trocar with minimal force. If mesh will not easily deploy down the trocar, remove trocar and insert mesh through incision. Reinsert trocar." If/when the sample is received and evaluated, a supplemental MDR will be submitted. This MDR represents the bard/davol 3dmax (device #2). An additional MDR was submitted to represent the bard/davol 3dmax (device #1). Sample not returned.

Event description:
As reported, on (B)(6) 2020, during placement of a 3dmax large mesh in a laparoscopic repair procedure using a 10 mm trocar, the mesh tore. A second 3dmax mesh of the same lot number was used, which also tore. Another 3dmax mesh of a different lot number was used to complete the procedure. The surgeon is an experienced user of the device.